Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery alarm or motor error alarm noted during our testing. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump had cracked case at the display window corner, cracked lcd window, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2016 with blood glucose of 523 mg/dl. Customer had symptom of high blood glucose; customer had vomiting, blurred vision and shortness of breath. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized in the intensive care unit and was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Caller reported that insulin pump had received a no deliver alarm and motor error alarm and was not able to troubleshoot due to not having any more reservoirs for testing. Caller was advised that insulin pump would be replaced.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: no unlocked j2 lcd keypad connector. No damage was found on the keypad traces or dome switches were found per our visual inspection. The insulin pump passed the displacement accuracy test.